Event description:
No blood glucose levels reported. The mother of the customer reported that the customer has been in and out of the hospital in the past few months. It was reported that customer was suffering from various ailments including gastro paresis and neuropathy. The customer also reported a broken belt clip for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.